Manufacturer narrative:
This report is submitted on january 6, 2021.

Event description:
Per the clinic, the patient experienced a skin overgrowth and a skin infection at the abutment site (specific date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported), however, the issue did not resolve. The patient underwent a skin revision surgery under general anesthesia on (B)(6) 2021 in order to remove the excess skin and was treated with IV antibiotics (specific date and duration not reported).